Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had no complaints.

Event description:
Information was received from a patient who was implanted with a neurostimulator for bowel dysfunctional/ sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient did very well till wednesday. She went out for a walk on wednesday and she was walking at a pretty fast pace. She had problems feeling that she was going to have a fecal accident. The change in symptom was considered sudden. She was recently implanted and had not used the patient programmer (pp) yet. She had trouble navigating. She described seeing sync now screen. Patient indicated she saw healthcare provider (hcp) on the day of this call and would see them again next friday. There were no further complications that have been reported as a result of this event.